Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of lot-specific similar complaints revealed no indication of a lot-specific product quality issue. Based on available information, the reported incomplete coaptation (intraprocedure) appears to be due to challenging patient anatomy. The additional therapy/non-surgical treatment (addl mitraclip same procedure) is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report slda and intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (dmr) with a grade of 4+. Noted large p2 p3 prolapse. The first clip delivery system (cds) was advanced to the mitral valve and implanted. The second cds (00725u148) was advanced and implanted on the anterior leaflet. There was a single leaflet device attachment (slda) from the anterior leaflet. Another clip was implanted to stabilize. Four total clips were implanted and mr reduced to 2. There was no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.